Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. The insulin pump has a broken o-ring on the reservoir compartment and reservoir is unable to lock into place wen inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer and missing reservoir tube o-ring. Test reservoir does not lock properly inside the reservoir tube due to missing retainer.